Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturers representative (rep) regarding a patient receiving an unknown dose of an unknown concentration of lioresal baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient had their pump replaced on (B)(6) 2016 for eri as it was time for a new pump. Post-op the patient felt weak. As an intervention, the patient was admitted to the hospital and their dose was reduced by almost half by their healthcare professional (hcp). The issue had been resolved at the time of this report. Additional information was received from a manufacturers representative (rep). It was reported that the rep was just told that the dose had to be decreased and did not have further information at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.